Event description:
Medtronic received a report that the device was delivered to phenom 27 and deployment was initiated, but the tip deployment was poor and even if it was tried to deploy for a long time, enough deployment could not be achieved. There was deployment failure in the shaft center, distal stent region. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 times or more. There was no kind of operation, such as using another device to deploy the stent. The healthcare provider (hcp) tried possible methods such as push operation, but it did not deploy, so the pipeline and phenom 27 were collected. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured right ic-pc aneurysm with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 3.6mm distally and 3.5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered and platelet reactivity units (pru) level was appropriate .postoperative findings related to blood flow contrast were no issues.

Manufacturer narrative:
Initial reporter/healthcare provider information not reported due to region's privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.